Manufacturer narrative:
(B)(4)

Event description:
It was reported a declot procedure was being performed on a patient's forearm in interventional radiology. During the end of the procedure the black tip of the catheter began to tear. It remained attached to the catheter but was hanging from the tip of the device. This was discovered during the last pass with the ptd so the procedure was completed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the black tip began to tear was confirmed. Returned was one 5 fr ptd catheter assembly. The assembly was returned with the basket deployed from the sheath and the entire black tip remained attached to the basket assembly. Microscopic examination revealed a hole in the black tip at the base of the distal connector and approximately 2.0 mm from the proximal end of the tip. The distal end of the connector could be seen through the hole on one side of the tip. The tip and connector assembly length measured 0.547", which meets the specification (dim a) of 0.5156 - 0.5626" per the connector assembly graphic. The entire tip remained attached to the basket assembly, but it was damaged. No other defects or damage were observed with the catheter or the basket. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of ptd catheter damage during use. It states that if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow the tip to unfold in the open cavity of the hub. It contains the caution to keep the exposed portion of the ptd catheter straight at all times to aid in successful basket deployment and the other remarks: warning not to advance the ptd catheter forward during activation. A review of the device history records did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.